Event description:
Baxter reports having a client that has changed from the 2c7558 interlink taxol set to the 2c8856 clearlink taxol set. They report the new spike set does not sit tightly in the taxol bottles. No samples were returned because chemo was being used in these lines. No pt injury was reported.

Manufacturer narrative:
This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for this reported issue.